Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room and loss of capture was noted. An x-ray revealed the lead had been dislodged due to twiddlers syndrome. A revision procedure was performed and this right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.